Manufacturer narrative:
Only the peritoneal catheter was returned which was approximately 56 cm in length. One end of the catheter was jagged. The device met the requirements for patency and leak testing. The catheter also met all specifications for tensile strength and ultimate elongation testing. There was proteinaceous debris in the exterior of the device. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials.¿ a review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the product due to hydrocephalus. According to the report, when the patient went to the hospital again, the doctor found that the catheter was broken. According to the report, the doctor performed a surgery to replace the product. Reportedly, the patient¿s current status is normal.